Event description:
It is reported that a pt had a tumor removed due to lung cancer and the resulting thoracic wound was being treated with v.a.c. Therapy. It is also reported that the pt was presented to his surgeon's office with a persistent cough with no relief. It is alleged when the surgeon removed the v.a.c. Dressing a piece of foam was visualized deep in the wound. The surgeon was unable to remove the foam and the pt was taken to the operating room for surgical removal under conscious sedation. The surgeon indicated that the foam had most likely been in the wound since initial v.a.c. Placement. V.a.c. Therapy was initiated in 2008 and discontinued on the following month. Dressing changes were performed three times per week. There were no clinical complications and the pt and the surgeon indicated the pt was doing fine and recovering well.

Manufacturer narrative:
V.a.c. Labeling states under "warnings" about foam placement: "always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "warnings" for foam removal: "v.a.c. Foam dressing are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events".